Event description:
Strangulation hazard resulting from bedrail. A death by strangulation occurred when a pt's head became wedged in a space between the bedrail and the mattress manufactured by the company. A second incident was also reported in which an individual was injured when he wedged his head between his mattress and the bedrail. Upon investigation it was determined that the frame/crossbars that hold the rails in place were installed upside down. It was also noted that other crossbars in these bedrail products had also been incorrectly installed and as a result, on several occasions pt's legs have been caught under bedrail. While the MFR was advised of these incidents, and requested to modify their products, rptr is unaware of any specific action taken to date.